Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for two days and all operating currents tested within specification. No unexpected off no power alarm was noted. The insulin pump passed the self test. No constant tone alarm or audio or beep anomaly was noted. A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection.

Event description:
It was reported that the insulin pump was making a high pitched noise. The customer replaced the battery, it worked for a little while, but then, the noise continues. The customer's blood glucose was 8 mmol.l. The customer was advised that the insulin pump will be replaced. Nothing further was reported.